Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc reviewed the instrument data which showed the calcium (ca) result was flagged as "abnormal assay" indicating a weak sample mix. However, quality controls (qc) were within specifications on the day the event occurred. A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and ran service methods for server 2, resulting satisfactory. The cse proactively replaced sample mixer 2 (s2). The cse reran service methods, resulting similar to the previous one. The cse ran precision on two patients whose results were previously flagged and resulted with no flags and within the normal range. The lead tech did a look back of critical results for ca and reran the two that had not been repeated. One was still critical and the other (sample ID (B)(6) ) was not. The cse ran quick check and qc which passed. Customer was instructed to monitor for flags and repeat all flagged ca results, notifying siemens if values do not match. A siemens headquarters support center (hsc) specialist reviewed the instrument data which showed the cse had replaced s2 and the reagent arm 4 (r4) probe and aligned to the bottom of cuvette. All service methods and precision testing performed after this maintenance resulted acceptable denoting the mechanical issue was addressed. Hsc concluded the cause of the discordant, falsely depressed, flagged, ca result was associated with the malfunctioning s2 mixer. The cause of a result flagged with an abnormal assay error being reported out was a user error. As per the dimension vista 1500 operator's guide: "abnormal assay [e143] - the result cannot be reported. Rerun the sample." The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed calcium (ca) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was flagged with "e143" abnormal assay error and was reported to the physician(s). The sample was repeated on the same dimension vista instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ca result.